Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and it was noted that the first priming sequence of the device was 33 pulses and rotational sensor issues could be seen in the data. The drive mechanism was inspected, and contamination was seen on commutator cap causing discontinuity. A leak test was performed, and no leaks were observed throughout the entire fluid path. The contamination on the commutator cap resulted in an early completion of the first priming sequence and the needle not deploying during the second priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended.